Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report erratic sensor readings. Blood glucose reading was 138 mg/dl. Customer reported inaccurate sensor readings that changed rapidly from high to low. Advised that the sensor will be returned for analysis. The transmitter was examined and found to be functioning as designed. The customer declined to troubleshoot for low blood glucose. Nothing further reported.